Event description:
It was reported to boston scientific corporation in 2008, that a low profile balloon was used for a feeding procedure thirdteen days prior. (Patient age, gender and weight unknown). According to the complainant, the balloon leaked nine days after placement. Procedure completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Balloon leak(s); the lot number is unknown; therefore, the manufacture date cannot be determined. The returned device was inflated with water and no leaks observed. The device remained inflated for three days with no leakage. The complaint could not be confirmed.